Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR's following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found the power module was defective on the low end of hz, it would drop completely out. The fse replaced the power module and did all the 7 year pm adjustments. Installed new gas filters from package of 10. Installed a new 9 volt battery. The vent now meets specifications. Ran the vent at the settings of when it stopped. The vent is ready to be put back into service. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report an unusual issue found during set up. There was no patient involvement. The patient circuit calibration passes. The performance check passes. The issue happens when setting up the vent and adjusting the frequency from 15 to 12. When they decrease the frequency (map 18, amp 32), the driver stops (amplitude falls to 0). She doesn't touch the power; she just decreased the frequency and the driver slows down. Once the frequency is set to 12 (driver is really slow), the amp falls to 0 and the driver stops.

Manufacturer narrative:
Results of investigation: the power driver module assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. They isolated the issue to a faulty potentiometer that was not allowing the module to adjust past a certain frequency.